Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two external abrasions at 13.4 cm to 14.2 cm and 16.1 cm to 17.2 cm due to friction to another device or feature of the heart breaching the optim sheath only with the insulation beneath intact.

Event description:
This report is to advise of an event observed during analysis.